Event description:
It was reported that during the pulse field ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that bubbles were entering the valve. The procedure was completed successfully by using a different device but same model. No patient complications have been reported. The product is expected to be returned. It was further reported the issue was noted after inserting the farawave. A non-boston scientific cool point irrigation pump was used for the irrigation of sheath. Excessive bubbles were seen in aspiration syringe. The guidewire was in line with the top of the farawave. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the pulse field ablation procedure faradrive steerable sheath clear was selected for use. It has been mentioned that bubbles were entering the valve. The procedure was completed successfully by using a different device but same model. No patient complications have been reported. The device is no longer expected to be returned. It was further reported the issue was noted after inserting the farawave. A non-boston scientific cool point irrigation pump was used for the irrigation of sheath. Excessive bubbles were seen in aspiration syringe. The guidewire was in line with the top of the farawave. No other issue has been reported.